Event description:
A malfunction alarm occurred, displaying the code malf 12, with the fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.